Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal anterior tibial artery. The 3.0mmx120mmx90cm fox balloon dilatation catheter (bdc) was soaked and prepped prior to use with no reported leak noted. The fox bdc was successfully advanced to the target lesion; however, the balloon could not be inflated and a hole/leak was suspected because blood was noted in the balloon. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to inflate and leak were confirmed to be a balloon rupture. Based on visual, functional, and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.